Event description:
It was reported by the physician that the procedure was being performed on a female pt who suffered from cardiac/respiratory arrest and was brought into the emergency department. During placement of the catheter, the spring wire guide frayed. As a result, another kit was opened and used. There were no pt complications reported.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.